Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Additional product code: hrs. Device malfunctioned intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for a left distal humeral fracture on (B)(6) 2018. During the procedure, the drill guide was not properly fitted to the plate. The surgeon drilled the screw hole and inserted the variable angle (va) locking screw. When the surgeon attempted to remove the screw for replacement, it just spun in the hole and could not be removed. Surgeon cut off the screw head in order to remove the screw. Surgery was completed successfully with a delay of approximately 15 minutes. Patient bled a little due to this event but is reported as stable. Surgeon stated drilling in the incomplete thread engagement may have damaged the screw hole and insertion of the screw at an angle greater than 15 degrees may have damaged the locking mechanism of the plate. Concomitant device reported: plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) 2.7mm va locking screw 34mm this is report 2 of 2 for (B)(4). .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 04.211.034s, lot no.: l037519, manufacturing location: selzach, supplier: (B)(4), release to warehouse date: 27.jun.2016, expiry date: 01.jun.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.034 / h092491 was manufactured in us, monument item: 04.211.034, lot: h092491, manufacturing qty: 258, manufacturing date: 02 may 2016, manufacturing location: monument , product was manufactured per DHR requirements. Product inspected and passed all inspection requirements. There were no ncrs or reworks generated during the manufacturing of this work order. H3, h6: customer quality conducted an investigation of the returned devices. Investigation selection, investigation site: cq zuchwil, selected flow: 2. Device interaction/functional. Visual inspection: the head of the returned screw has been cut off by the user as mentioned in the event description. The cutting off head was not returned for evaluation. There are clearly visible stress marks at the thread. Functional test / dimensional inspection cannot be performed due to the damage incurred, however, dimensions were checked at the time of manufacturing with no issues documented. Document / specification review: product was manufactured per DHR requirements. Product inspected and passed all inspection requirements. There were no ncrs or reworks generated during the manufacturing of this work order. Dcrm review performed and complaint condition is adequately addressed summary: the received condition of the screw is concordant with the complaint description but the complaint condition is unconfirmed because the complaint condition cannot be reproduced due to the damage incurred. Based on the damaged thread a functional test could not be performed. This non-sterile lot of 258 pieces was manufactured in may 2016 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that and the condition of the screw a product related issue can be excluded. No additional information was provided. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.